Event description:
During a coronary artery bypass graft surgery, two heartstring seals were defective. The surgeion used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. In 04/2006 the seals were received with tension spring & seal loaded inside deployment tube (deployment failure). This is reportable malfunction.